Event description:
Datex-ohmeda finland was informed in august 2001. The patient was connected to device and setting of the alarms was done at 16:00. At 20:00 alarm of non-invasive blood pressure was set at 16. Patient blood pressure was at 17.4. The digits flicker but the monitor do not sound. The device was taken from use.